Event description:
Case detail: it was reported that after successful device deployment, during the removal of the device the pt's external iliac was dissected. The physician elected to surgically repair the artery, and perform a fem-fem bypass to ensure blood flow to the dissected artery.